Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Event date for the over-discharged battery was unknown, the informed that she never charged the battery for a few years. The rep couldn¿t connect the ins, they had no information about the implant date and serial number. Will require more times to dig information from the old invoice. Performed passive recharge mode (prm) but failed to connect and charge the ins, shortly after the connection to ins was totally lost. Information confirmed with physician / account.

Event description:
Additional information was received. Device was implanted on (B)(6) 2018. It will only be replaced once inceptive is available and for now, it remains implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D.6a: implant date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Serial number of the ins confirmed. With the last check, they were unable to determine if it¿s eos. It was implanted in 2018 thus the rep believes it will be more towards overdischarge issue than eos. There is no scheduled replacement yet as the patient wished to have inceptive as a replacement but it¿s still not available in this region. The ins will be returned once replacement occurs.

Manufacturer narrative:
G2. Foreign: singapore. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had a patient with a restore implant, she hadn¿t charged her implant for years and this was not the first time it happened. The rep performed physician recharge mode (prm) on her and after 60 mins, there was a ¿por¿ message that came out. The rep tried to connect with the tablet and it showed message that the battery was too low and need to be recharged. When the rep tried to continue to recharge the battery, the connection was "built" but wasn¿t excellent and in the middle of charging, suddenly the ¿por¿ message came out again. The rep tried to reset the recharger multiple times, expecting that the ¿por¿ message won¿t come out and just continue charging. However, after multiple attempts to reset, now the recharger couldn¿t build anymore connection with the implant. The rep also tried to perform another prm but it just kept showing them the screen of not able to connect with the implant. The rep asked technical services for anything they could do for the patient. Technical services responded that when performing the physician recharge mode (prm), typically, the neurostimulator will return to normal charging mode in less than 60 minutes. The prm can be tried multiple times if not successful. If one time is not sufficient, a second or third time could be done. However, the longer the ins has been discharged, the more attempts might be needed to help recover the battery. If after 6 to 10 attempts the ins has not been recovered, it is possible this is irreversible. In general, an overdischarge may permanently affect the neurostimulator, meaning that there is a reduced battery capacity or you are unable to restore its functionality at all. In addition it is important to know that the neurostimulator battery can only be restored with the physician recharge mode twice. If the battery is allowed to overdischarge a third time, the neurostimulator will reach end of service (eos) and it is not possible to recover. If multiple prm sessions were tried (e.g. 6 to 10 attempts), without success, the overdischarge state is likely irreversible. In addition, if the device went in overdischarge for the third time the ins will have reached eos. In both scenarios, the healthcare provider (hcp) may consider a battery replacement. Technical services also noted that a por will normally always be triggered once the battery got (over)discharged. After having recharged the battery to a state where you are able to communicate again, they will see the por message on the recharger/controller. From a troubleshooting perspective, the rep could consider to perform the prm a few more times, to see if it is somehow possible to revive the battery. In this case, they may consider to try to use a different recharger as well. It is also an option to verify older reports to see what the overdischarge count is. In case previous reports show already the number two, this might be the third strike and the battery would be in eos. The rep wasn¿t sure how many times the ins had already gone into overdischarge but it was definitely more than once and the patient informed them that the implant wasn¿t charged for at least 4 years. What happened today (2025-jan-23) was that, after the rep lost the connection after the prm was done and in the midst of charging, the rep couldn¿t get the connection back and the rep did multiple attempts to perform the prm again by pressing the power and audio button together but it didn¿t work. It only showed them the screen of ¿not able to find the device¿ on the recharger. At first after the first prm was done, the rep could still connect with the telemetry (tablet) however they couldn¿t proceed to the next step "due to the battery level is not enough". After the lost connection during charging, the rep couldn¿t do prm nor connect to telemetry. During the charging, the connection was also unstable, it was disconnected multiple times and also showed ¿por¿ messages until it totally lost and the rep couldn¿t perform anything anymore. Technical services responded that they would, in this case, first of all recommend to try to use a different recharger, to try to see if it is possible to find and charge the ins. If a different recharger cannot find the ins, they could consider to perform some additional prm sessions with this other recharger. Based on the description of the case, they cannot fully exclude that the ins position, relative to the skin might also play its role in the connection issues (combined with the severe overdischarge state). It could therefore be considered to verify the ins position relative to the skin (e.g. Parallel to the skin, not too deep) and the position of the leads/extension relative to the battery (e.g. Looped behind the ins). This can be verified by performing an x-ray both in ap as well as lateral view. Sub-optimal battery placement, may also explain why the battery is difficult to find with the recharger/tablet. In addition, they suspect that it is likely that due to the long period of overdischarge (e.g. > 4 years), the battery was severely damaged. It seems that you were able to get the battery out of this overdischarge state (e.g. Started a normal recharge session and initially able to connect to the tablet).  However, we cannot exclude that the battery capacity got damaged and that the functionality of the battery can no longer be fully restored. Together with a potential sub-optimal ins position relative to the skin, this may cause this connection issues that the rep was experiencing. Technical services also noted that the por messages that the rep was receiving are likely related to the battery being discharged. The rep responded that they did try to connect with another recharger and it showed the same message of ¿unable to find the device¿. However, they've spent almost 2 hours to troubleshoot so the rep didn¿t try to perform prm with another recharger as the patient got tired.